Event description:
A device was used during a low anterior resection. The device was very difficult to fire. Once fired, the surgeon noted that the staples were malformed and the device only partially cut the anastomosis. There were no reported consequences.